Manufacturer narrative:
The subject device was returned to olympus (B)(4) (osh). The evaluation of the subject device confirmed the following; air/water leak from the instrumental channel was noted. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Unspecified channel: unspecified microbes the device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Based on the information that air/water leak from the instrumental channel was noted, omsc assumed that the device had not been properly reprocessed. There is possibility that the air/water leak from the instrumental channel was caused by the interference with treatment tools. If additional information becomes available, this report will be supplemented.